Event description:
Following a 4cm liver ablation using a starburst xl probe, clinician complaint stated: "there's heat produced from the trocar. The shape of ablation is like a bottle gourd peel. Ablation area near the trocar is bigger than in the tines."

Manufacturer narrative:
During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. The returned device was evaluated and the complaint could not be confirmed. A simulated liver ablation was done with the returned device (deployed to the same 4cm) and the device performed as expected. The cause of the complaint in the clinical setting could not be determined or replicated. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).